Event description:
Patient was implanted with the device and posterior fixation. At an unknown time post-op. Patient fell. X-rays taken approximately 3 months post op during routine office visit showed that the device had migrated. Device was removed approximately 3 1/2 months post.op. Patient is fine.